Event description:
Procedure performed: nissen. Event description: translation: faulty device. Original: pince defaillante. Additional information received by applied medical rep on 16sep22: at the beginig of the intervention the surgeon said me he have the message error "button blocked" on generator. He changed the handpiece. There was no injury or illness associate withe complaint. Type of intervention: device replacement. Patient status: no patient injury has been reported.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use.

Manufacturer narrative:
The event unit is not returning to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: nissen. Event description: translation: faulty device. Original: pince defaillante. Additional information received by applied medical rep on 16sep22: at the beginning of the intervention the surgeon said me he have the message error "button blocked" on generator. He changed the handpiece. There was no injury or illness associate with complaint. Type of intervention: device replacement. Patient status: no patient injury has been reported.